Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter, model # m-5723-17, s/n: (B)(4); carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation and complete atrioventricular block with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Initially, after accessing the femoral artery, a magnetic sensor error was observed on a soundstar catheter that was also in use during the procedure. This catheter was replaced with another of the same type, and the procedure continued. A transseptal puncture was then performed, and pulmonary vein isolation was conducted with a power value of 20w and force values between 5-47g. Temperature monitoring was being done with an esophageal probe. During ablation, the physician heard a noise, and found that the patient had become hypotensive. Tamponade was confirmed, and pericardiocentesis was performed. When blood pressure had been restored, ablation continued at an additional 10 points. However, the patient¿s blood pressure dropped again, and pericardiocentesis was again performed. The procedure was abandoned at this point. The physician¿s opinion regarding causality is that it might have been strong contact between the catheter and cardiac muscle, but it was noted that bwi products were not related to the injury. No additional hospitalization was required. Overall ablation time/last ablation cycle time at the site of injury is unknown. The generator was being used in power control mode with unknown cutoff values. It is unknown if power was titrated, and what the catheter flow setting was. Spi values, catheter proximity and whether or not anticoagulants were in use are all unknown. The catheter was zeroed after the initial warm-up phase, but it is unknown if it was re-zeroed at any point during the procedure.